Event description:
The stent was successfully placed to treat the stenotic lesion at the vertebral-basilar junction. At f/u two mos post procedure, the pt was found to have 90% asymptomatic in stent restenosis of the lesion. This was treated with angioplasty and there were no reported clinical consequence to the pt. At the pt's last appointment, sixteen mos post procedure, it was noted there was mild restenosis at the proximal portion of the stent. The percentage stenosis was not disclosed and the physician did not take any action.

Manufacturer narrative:
Other for no allegation of prod malfunction or non conformance contributing to the reported event. Boston scientific has made several attempts to gather add'l info regarding the alleged event without result. Currently, there are no further details to report.